Event description:
It was reported that the 30-degree endoscope plus was found to have a loose bearing on the rotating head. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope exhibited uncontrolled motion due to a loose bearing, making trocar orientation and the beginning of the case difficult. However, once docked to the robot, the issue was no longer present. The problem was identified during the last surgical procedure and was resolved by replacing the endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The unit was analyzed and was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. Additional observation not reported by site: the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on button light of the button pack assembly. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed.